Manufacturer narrative:
(B)(4).

Event description:
It was reported that: at insertion of the sheath, the connection between the guard and the sheath body got detached and the sheath body detached from the guard. Checking it, the connecting part was loosened, so a new kit was used to complete the procedure. No injury to the patient occurred."